Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received failed battery test. The blood glucose level was 148 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed the self-test, a 21 error test and displacement test. There were no unexpected low battery, weak battery, battery out limit or failed battery test alarms during testing.